Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests the pt always carry extra supplies in case of an emergency.

Event description:
The report indicated that the customer's bg levels were constantly high (greater than 500mg/dl) over a seven hour period despite having administered multiple correction boluses. As a result, she ended up in the emergency; the ER doctor "suggested that there was something going on with the pod." No specific device failure mode, however, was provided. The pod had been removed and replaced and will be returned for eval.